Event description:
It was learned through implant patient registry that a 27mm 11500a aortic valve was explanted after an implant duration of 5 months due to unknown reason. The explanted device was replaced with a 25mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a 27mm 11500a aortic valve was explanted after an implant duration of 5 months due to acute bacterial endocarditis (s. Auerus). The explanted device was replaced with a 25mm 11500a aortic valve. The patient was in recovery post procedure. Per medical records, patient presented with altered mental status and sepsis with positive blood cultures for staph aureus and endocarditis of the aortic valve. Intraoperatively, dissection of aorta was met with extreme difficulty. Upon inspection, the aortic valve had vegetations and the valve was easily removed due to large abscess. Valve was explanted, annulus debrided, and abscess repairs with bovine pericardium patch. Lvot vegetations were also noted. A new 25mm 11500a valve was secured in place. Patient came off bypass with moderate amount of inotropic support and tolerated the procedure well. Per pathology, explanted aortic valve confirmed to have endocarditis with colonies of gram-positive cocci.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.